Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000081299. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's lead had high impedances on 1-8 contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy was established. Note: it is unknown which lead is related to this issue.